Manufacturer narrative:
(B)(4)

Event description:
It was reported that the try-in screw () was placed in the patient's mouth and fractured. The doctor was able to complete the procedure with a replacement screw.

Manufacturer narrative:
One certain® zireal® hex try- in screw was returned for inspection. The screw is confirmed to be fractured at the middle of the threaded region. The drive feature is worn, but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® zireal® hex try-in screws, it is recommended to finger tighten. Complaint indicates the try-in screw fractured when torqued. Alleged event was confirmed following inspection. A singular root cause can not be determined.